Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection on the pocket area at xiphoidal incision. The physician decided that for now it will be treated with a conservative treatment, antibiotics. Patient has history of tv-ICD with infection. This s-ICD remains in service. No adverse patient effects were reported.